Manufacturer narrative:
Insulin pump passed displacement test and self test. Insulin pump operating within specifications, no unexpected low battery, off no power alarms noted. An a33 alarm noted during basic occlusion test, due to loose and protruded drive support disk. Unable to confirm motor anomaly due to an a33 alarm. Motor was tested outside the device and passed. Insulin pump received with a minor scratch on lcd window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Event description:
Customer reported she was trying to change her reservoir and the piston never stopped. She noticed the drive support cap was sticking out. She pushed it back in while she was disconnected. Customer's blood glucose is 85 mg/dl. The device was dropped. The reservoir shows signs of damage. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.